Event description:
It was reported that the customer required assistance to treat blood glucose (bg) level. It was not provided if customer experienced a low or high bg level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.